Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device was not showing pacer spikes on a 12 lead ECG. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. It is unknown if the device was in use at the time of the reported issue.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was not showing pacer spikes on a 12 lead ECG. There was no patient harm.